Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor noticed a tear in the capsule while removing the lens during a laser assisted cataract procedure. The doctor stated the cataract was dense and the edge of the lens grazed the capsule which caused the tear. The doctor performed an anterior vitrectomy. The doctor did not speak to the laser causing any issues.

Manufacturer narrative:
The company representative checked the system as a preventive maintenance. There was no mention of finding anything attributed to the reported issue. The system was tested and was determined to have met specification. There is no evidence indicating that the integrity of the posterior capsule was compromised by the performance of the system. Based on assessment, the product met specifications at the time of release. A root cause cannot be determined conclusively. (B)(4).